Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Litigation alleges pain and elevated metal ion levels. Sales rep also reported revision surgery. Patient was revised to address pain and swelling.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers the investigation closed.

Event description:
Update rec'd (B)(6) 2014 - medical records received. Patient revised to address fluid on the MRI. Upon revision, a large pseudotumor, brownish tissue, significant scar tissue, and minimal bony ingrowth on the cup were noted. The information received does not change the MDR decision.